Event description:
Literature was reviewed regarding a 69-year-old male patient who underwent mitral valve annuloplasty using a 36-mm medtronic simulus annuloplasty band. It was reported that 1 year post implant, the patient presented with several weeks of worsening dyspnea and was diagnosed with decompensated heart failure. The patient was admitted in the hospital and found to have atrial fibrillation (af) with a rapid ventricular response in the 140 s. It was stated that the patient was treated with intravenous loop diuretics for his congestive heart failure symptoms and antiarrhythmic medication for atrial fibrillation. It was reported that a transesophageal echocardiogram (tee) performed noted moderate mitral regurgitation. No further information was provided pertaining to medtronic product.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. D: 6a. Implanted date (month and year are confirmed valid). G2: citation: authors: omar abdel-razek, et al.. Successful transcatheter aortic valve replacement in a failing haart 300 aortic val ve annuloplasty ring: a case report. Catheterization and cardiovascular interventions 104:629¿632 2024.10.1002/ccd.31177. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.